Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that an animal underwent a unknown feline dental procedure on (B)(6) 2021 and suture was used. During the procedure, the needle popped off of the suture at first pass. Needle was recovered. Another like device was used to complete the procedure. No adverse patient consequences reported. No additional information was provided.